Manufacturer narrative:
(B)(4). Batch # n92p2n. Additional information was requested and the following was obtained: please, explain this event, this device does not have a tissue pad. Was the moveable top jaw damaged, but not broken off of the device? Yes. Did the moveable top jaw break off? No. Did the black ptc break off of the jaw (attached to moveable top jaw)? No. Did the ceramic (on the lower non-moveable jaw) separate or break off? No. Did the electrode (on the lower non-moveable jaw) separate or break off? No. The device was returned with the upper jaw detached returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It has been reported that during an unknown procedure, the scissors broke when the surgeon used the tissue pad part to cut. The broken part got detached from the device but did not fall of the device. Another device was used to complete the procedure. No harm to the patient.